Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Pump replacement was approved by customer technical support as the alarm occurred twice with different cartridges, and the customer expressed interest in obtaining an out-of-warranty loaner pump while reaching out to a healthcare provider due to a lack of backup insulin therapy options.